Manufacturer narrative:
(B)(4) captures the reportable event of surgery. This device has not been returned for analysis. This report will be updated should additional information become available, or upon completion of analysis if the device is returned.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.